Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple no external power alarms were noted on (B)(6) 2022. The patient attributed these to accidentally unplugging their mobile power unit (mpu) from the wall while they were connected. The patient was re-educated and instructed to avoid tugging and pulling on wires. Log files confirmed these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of multiple no external power events was confirmed via the log file submitted to this complaint. The log file contained data spanning 5 days (04sep2022 ¿ 09sep2022 per the timestamp). The log file captured multiple no external power and low voltage hazard alarms on 04sep2022 from 11:43:18 to 11:43:24, from 11:43:43 to 11:43:47, from 12:58:22 to 12:58:26, from 13:15:32 to 13:15:37 and on 05sep2022 from 08:32:02 to 08:32:14, from 08:32:15 to 08:32:17, and from 08:32:30 to 08:32:34 due to losses of power while connected to the mpu. The system controller backup battery supplied power to the system without issue during the losses of external power, and the pump function was not affected. No other notable alarms related to mpu power support were active in the log file. Throughout the log file, the pump maintained a speed above the low speed limit. The provided information indicates that the root cause of the reported events is the patient accidentally unplugging their mobile power unit (mpu) from the wall power. The patient was re-educated and instructed to avoid tugging and pulling on wires. The heartmate mobile power unit (B)(6) will not return for evaluation. As a result, this complaint file will be closed without further action. The root cause for the reported event was user error due to the patient disconnecting the power cord of the mpu from the wall. The device history records were reviewed and the records revealed the heartmate mobile power unit, serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.